Event description:
In october 2004, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corporation. The reported incident involved a turbinate reduction procedure in which during the procedure the splenopalatine artery was perforated. Twelve days following the procedure, the pt returned for postoperative bleeding. The pt received a transfusion of approximately 3 units. The pt was reported to be doing well.